Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/29/2016 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. During testing, all of the keypad buttons responded appropriately. The keypad was removed and no contamination was found under the key contacts; no button contact defects were observed. The pump was opened and no evidence of internal moisture was observed; no damage to keypad connector or keypad flex cable was observed and the keypad connector latch was secure. The complaint of a keypad button response issue was not duplicated with testing. Unrelated to the complaint, investigation revealed a discolored display and multiple cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).